Event description:
It was reported that the patient presented in clinic due to arrhythmia. Device interrogation revealed competitive atrial pacing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.